Manufacturer narrative:
(B)(4). Medical product: vanguard dcm ps tibial bearing catalog # 183662 lot # 346980; biomet interlok fixed cruciatetibial plate catalog # 141235 lot # 915130; vngd ps open por fmrl lt 67.5 catalog # 184530 lot # 905040; bmet arcom ap pat 3pst 37mm lg catalog # 11-150844 lot # 826210. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02908, 0001825034-2018-02910.

Event description:
It was reported that the patient underwent a left initial knee arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons.

Manufacturer narrative:
The product was evaluated through review of manufacturing records, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted